Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon device return, the pump battery was found to have high resistance.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. The concomitant medications were listed as: keppra, multivitamin, miralax, and claritin. It was unknown if there was a device issue, patient/therapy issue, or a procedure issue. Troubleshooting was not performed, related to the safe state and reset. The patient was reprogrammed and admitted to the hospital, for pump replacement, as the elective replacement indicator (eri) was less than 6 months. The pump was replaced. The cause of the safe state and reset were noted as possible issues with the battery. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50052, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Information was received from device manufacture representative about a patient receiving lioresal (concentration, dose and lot were unknown) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the patient was in the healthcare provider's (hcp) office on the date of this report. The hcp reported a safe state and a reset. The device manufacture representative did not have any details on what kind of reset was listed in the logs and could not confirm if it was a low battery reset. It was noted that no patient symptoms occurred. The device manufacture representative "thinks the safe state occurred either on (B)(6) 2015 or on (B)(6) 2015, but did not know." It was later reported that the pump was explanted and was sent back to the device manufacture. Additional information has been requested regarding the patient's medication in the device; pertinent medical history; a clarification of the issue; actions/interventions that took place; the troubleshooting that was performed; the cause of the issue; and the outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be sent.